Event description:
It was reported that the device deployed incorrectly and could not be used. No patient injury or complications were reported.

Manufacturer narrative:
Two curved ultra fast-fix ab assemblies were returned for evaluation. Visual assessment of each device showed the depth straw has been removed from the assembly. T1 is free from the needle. T2 has been advanced over the dimple. The trigger has not been advanced fully. The trigger was advanced fully and t2 advanced to the needle tip. The device was then tested for deployment of t2 using a rubber meniscus model, t2 deployed as intended. Per the device IFU ¿slide the gold trigger forward to advance the second implant (t2) into the ready position. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.